Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. An interference was not identified. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ft4 iii assay results for two patients from the cobas e 801 module. The serial number was requested but was not provided. Sample from the patients was submitted for investigation and was tested on a centaur analyzer, a cobas e801 analyzer, cobas e602 analyzer, and a cobas e411 analyzer. The questionable results were reported outside of the laboratory.